Event description:
Customer returned the loaner device for maintenance in-house inspection. During the device inspection, clogged nozzle (air/water) flow issues was determined. A black rubber material clogged inside the nozzle was observed. This report is being submitted due to the finding of foreign material inside the device nozzle (insufficient cleaning (handling problems) identified during device return evaluation . There is no patient involvement on this reported event. No harm was reported, no user injury reported due to the event.

Manufacturer narrative:
The subject device was evaluated . Device evaluation found clogged nozzle. Air/water flow issues observed due to clogging . The nozzle was clogged with a black rubbery material described to be like seal residues. This condition was attributed to handling, insufficient reprocessing issue. Furthermore, the following defects were identified during device inspection: a-rubber (bending section) glues worn out. Universal cord buckled. The replacement of the a-rubber, the nozzle and the universal cord are required as a middle repair to return the instrument to the original equipment manufacturer (OEM) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Updated fields: h4/h6/h10 corrected fields: h10 (information was inadvertently missed on the initial) correction to h10: the subject device was returned to olympus and was not reprocessed at the user facility. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. The subject device was returned to olympus without completion of reprocessing at the user facility and therefore foreign material remained in nozzle. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.